Manufacturer narrative:
The reported observation of ¿ipg migration¿ was not confirmed. The electrical and mechanical testing of the device could not confirm the observation of device migration. No x-ray of the device prior to explant was provided. The header suture anchors were intact. The device was subjected to a full analysis due to the associated observation under per- 2022-0162300-01. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17793. It was reported the patient's ipg migrated inside the pocket. As a result, the physician revised the pocket and replaced the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.